Event description:
It was reported that during a daily shift test, the autopulse unit displayed "system error" that could not be cleared. There was no report of a patient injury.

Manufacturer narrative:
The autopulse device (s/n (B)(4)) involved in this event was returned to zoll circulation on (B)(4) 2012 and was analyzed. The reported problem was confirmed. No visible damage was observed to the board. The archive was corrupted and therefore was unable to be downloaded. Functional test was also unable to be performed due to system error. The root cause of the reported failure was determined to be the processor board, which was replaced.